Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of stuck button. The customer's blood glucose level was 6.4 mmol/l at the time of the incident. The customer stated that the numbers are ramping or the scroll bar was moving up or down with no input from the user. The product was returned for analysis.

Manufacturer narrative:
Findings: unit received no button response (select button) due to corroded keypad traces. No stuck button alarm during testing. No ramping numbers anomaly noted. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.